Event description:
A peritoneal dialysis (pd) registered nurse contacted (B)(6) customer service to report that the patient's catheter was still healing, and she wanted to let us know. During the due diligence performed, the registered nurse confirmed that the patient's pd catheter was replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).